Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on the 3rd day of wearing the adc device, the sensor detached prematurely and therefore was unable to obtain glucose readings. As a result, the customer experienced neck pain, and dehydration, and was seen at the emergency where an IV glucose was administered. The customer was diagnosed with hyperglycemia, note that the treatment of glucose is inconsistent with the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.